Event description:
It was reported that the pump is alarming. It is unknown what message was being displayed. User was instructed to turn the pump on, review settings, and start pump. Pump was alarming no disposable. User was instructed to turn pump off, remove cassette, massage out any air bubbles, tap cassette on hard surface, reattach cassette, turn pump on, start pump. Pump still alarming no disposable. User was instructed to repeat troubleshooting steps but pump still alarmed no disposable. Patient was not harmed or affected. No additional information available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.